Event description:
The user facility reported that the device.  Though requested, no information was provided regarding how the issue was noted. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device.  Though requested, no information was provided regarding how the issue was noted. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.